Event description:
Versys fullcoat fracture with femoral fracture.

Manufacturer narrative:
Evaluation summary: the received x-ray was reviewed. It was observed that the versys beaded fullcoat stem was fractured at approximately mid-stem. The device was in-vivo approximately 6 years. No manufacturing lot information was available for manufacturing evaluation. The device was not available for analysis. The mating acetabular shell, liner, and femoral head components are unknown and their conditions are unknown. X-ray images pre-2002 surgery and from successive patient visits are unavailable. It is unknown if the femoral stem was implanted as per the surgical technique. Patient activity is also unknown. Based on the above information and observations, stem fracture may have been due to one or a combination of the following mechanisms: extreme loading due to patient weight and/or patient activity; distal in-growth with lack of proximal in-growth; stem loosening; component malalignment. However, no definitive cause analysis can be completed with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.